Manufacturer narrative:
The manufacturer issued a recall notification to the identified customers who received the affected products. On 03/17/2015, the voluntary recall was initiated. The device history records have been reviewed and this lot met all release criteria. The investigation is inconclusive, as the sample was not returned for evaluation. Per the reported event details, the device was dry fired prior to use. The IFU states "never test the product by firing into the air. Damage may occur to the needle/cannula tip". While the investigation is inconclusive, the issue related to the reported product code/lot number combination was determined to be supplier related due to over-processed resin. The monopty instructions for use (IFU) provides general instructions for priming, firing, sampling and retrieval of samples from the device. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during an ultrasound guided breast biopsy, when the device was fully primed for the first tissue sample attempt, it was fired into the lesion but did not obtain a tissue sample. A coaxial was used during the procedure. Another device was used to complete the procedure. There was no report of patient injury.